Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: deflation. (B)(6). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient underwent a breast augmentation primary with a gel mentor memorygel breast implant 300cc and experienced deflation on the left breast implant. As a result, the patient will undergo explantation on (B)(6) 2019.

Manufacturer narrative:
On 4/16/19, it was reported to mentor that the alert date for the complaint was 4/16/2019. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 4/16/19, it was reported to mentor that the awareness date for the complaint was 4/16/2019. Therefore, the due date for this complaint was 5/16/2019. Manufacturer¿s reference number: (B)(4).